Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during basal and was unable to clear the alert. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports the time clock did not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Customer reports the screen was not completely blank. Customer reports the alarm occurred during the time that the buttons were not responding. Customer was unable to try insulin pump with remote. Customer states they remove battery from the pump and insert battery alarm did not appear on pump screen and insulin pump screen did not turn off. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device powered up properly after battery installation. No blank display or frozen screen noted during testing. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. No unexpected pump error 63 alarm during testing however, pump error 63 alarm, variable 9, is located in the formatted history file due to a software error. Device also received with severely scratched lcd window.